Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it be in good physical condition. Indications from event log show that customer did 3 volume accuracy tests. One with volume set at 20ml, and two with volume set at 10ml. Delivery accuracy tests were performed on the pump, and it was found to be delivering within manufacturer's specifications. The report ed customer complaint was unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy 6400 had failed accuracy ( -7.60%). No patient injury resulted.